Manufacturer narrative:
(B)(4).

Event description:
It was reported that during regular follow-up, high threshold of rv lead was observed. Since the patient was pacemaker dependent, physician decided to replace the lead. Lead was capped and replaced on (B)(6) 2016 during generator change-out procedure. Patient's condition was fine.